Manufacturer narrative:
Conclusion: no device failure. The product was not returned and no part or lot numbers were provided for DHR or complaint review. (B)(4).

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00735, 00737.